Manufacturer narrative:
The device was returned to olympus for evaluation. The main issue of no image was not able to be duplicated. During the evaluation a communication error was found on the screen due to a shorted cable. A cracked and worn focus ring was observed and a rear cover label was faded. No other issues were observed during the physical evaluation of the device. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
The user facility reported that the image does not appear, the camera head stopped working in the middle of a case. No patient injury has been reported. No additional information has been obtained.

Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not identified. The probable cause of the reported issue is that a communication error (e224) occurs when a communication error with the processor occurs. It is assumed that the event occurred because communication between the processor and the camera head was disabled. Instruction for use state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. If additional information is obtained a supplemental report will be filed